Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved could not confirm the report as it was described, because all the device components (particularly the clip) were not included in the return. During a functional test, the device was coiled into three (3) approximate 8" loops. With handle manipulation, the drive wire moved freely inside the outer sheath. A visual examination of the drive wire hook, catheter attachment, and coil catheter (distal end device components) showed no deformities or signs of damage. A product discrepancy or anomaly that could have contributed to the reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. In addition, all of the clip device components were not included with the return, therefore functional testing could not be performed. A definitive cause for the reported observation could not be determined. The instructions for use states: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ the instructions for use states: "uncoil device. Verify smooth handle operation and clip action." This action would verify the presence of the clip prior to placing the clip down the endoscope. The instructions for use state: "with clip closed and without holding handle spool, advance device in small increments into accessory channel of gastroscope or colonoscope. Caution: holding handle spool during advancement may prematurely deploy clip." Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that a the device was not inspected or tested prior to being placed down the endoscope, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During a colonoscopy, the physician used a cook instinct endoscopic hemoclip. The user discovered an issue with the clip. The complaint is simple, in that there was no clip attached to the device and there should have been. A user facility internal report was also received. Per this report, "when deployed, it was noticed there was no clip attached to the product. A new device was opened for the procedure." The following was received 06/30/2017 per the cook sales representative: "I picked up the return device today and will send back to cook. I spoke with staff and they think the clip came in package without clip attached. They did not test clip outside patient and put it down the colonoscope and it came out with no clip. They deployed another one [clip] and did not push the first clip out of the colonoscope or see first clip [clip prematurely deploys in unknown location], so think it did not come attached per the staff in that case."